Event description:
The customer reported buttons don't work. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). The customer reported several buttons don't work. There was no report of patient involvement. The device was evaluated by a philips field service engineer, and the issue was verified. The bezel assembly was found to be defective. Replacing the bezel assembly resolved the reported issue. The device passed testing and was returned to the customer. There was no request for further action or response from the customer. We consider this event to have been caused by a bezel assembly malfunction.